Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for an elective generator changeout. When the pocket was opened to replace the generator, the physician observed the lead insulation was fractured. Loss of pacing was also detected. The lead was capped and replaced without complications. The patient remained in stable condition before during and after the procedure.